Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was at middle of life 2 indicator with a monitoring voltage of 2.58 volts with a charge time of 14.6 seconds. The device had been implanted for 38 months. A guidant technical services (ts) consultant discussed that this device was apart of an advisory/recall notification; however, unrelated to that advisory/recall notification, it appeared that the ICD was depleting faster than expected. The health care provider reported that they would continue to monitor the patient every three months. No adverse patient symptoms were reported.